Manufacturer narrative:
The reported event of failure to capture was confirmed. The lead was returned for analysis. X-ray inspection of the lead did not find any anomalies with the exception of the inner coil over torqued at the connector region. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the damage noted at the connector region. The cause of the reported event was isolated to the damaged inner coil at the connector region which is consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that during initial implant procedure, the right atrial (ra) lead exhibited high capture threshold. The ra lead was not implanted, and a replacement was implanted instead. The patient condition was stable.